Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to flattened dome switch on act button and j2 connector was unlocked on lcd board noted. No button error alarm during testing. Pump passed displacement test and self test.

Event description:
Information received by medtronic indicated that the act button half way stuck. No harm requiring medical intervention was reported. The customer declined troubleshooting. The insulin pump will be returned for analysis.